Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was reported as 5.4 cm in diameter. The vessel morphology was reported as there was 66 degree aortic neck angulation. It was reported that the physician implanted the stent grafts without issue. It was reported that the final angiogram revealed a type iii endoleak exiting from the stent graft between the 3rd and 4th stent graft ring, with a pulsation flow. The physician elected to implant a 28x28x49 endurant cuff and the type iii endoleak was resolved. The cause of the type iii endoleak cannot be determined by the physician. No additional clinical sequelae were reported, and the patient is fine. A review of a cine angiogram at implant showed a possible type iii fabric endoleak from the left side of the stent graft at the level of the flow divider; however, a type IV endoleak could not be ruled out. Post-cuff placement films were not returned for review.

Manufacturer narrative:
Method: film evaluation. Results: inherent risk of procedure (endoleak). Cause of the event is unknown. Conclusions: cause of event is unknown.